Manufacturer narrative:
The hvad pump ((B)(4)) was not returned to manufacturer for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that pump ((B)(4)) met all requirements for release. The reported high power event was confirmed via review of the controller log files. The most probable root cause of the reported high power event can be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors including the patient's ongoing heart failure, infections and the complexities of his medical management. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). (B)(4).

Event description:
Approximately three weeks post implant, the patient was admitted for an increase in flow and power. A few hours later, flow and power returned back to baseline. The patient's mean arterial pressure (map) was reported to be 86-102mm/hg. The patient complained of headache. He was then reported to have had a change in mental status and left sided weakness. The patient was taken for a computerized tomography scan (CT scan), however no results were provided. The site reported that no specific treatment was provided for the neurological event. Log files did confirm a slow rise in power over a two day period peaking at 5.7 w outside the normal power consumption and then returning to baseline. Multiple attempts were made to obtain additional information. To date no additional information has been made available via email or through the clinical database.